Manufacturer narrative:
Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision procedure on (B)(6) 2020, the distal locking screw had to be drilled out due to cross threading into the fns plate. The surgeon had difficulty removing the device because of the cold welding of the locking screw. All the fns devices were successfully removed. The procedure was successfully completed with a twenty (20) minute surgical delay. Patient status is unknown. Concomitant device reported: fns bolt (part # 04.168.285s, lot # 46p2080, quantity 1), fns antirotation screw (part # 04.168.485s, lot # unknown, quantity 1). (B)(4) will capture the intra-op event of the revision procedure where the distal locking screw had to be drilled out as it was cross threaded into the fns plate, while (B)(4) will capture the post-op event where the patient underwent a revision procedure due to loss of reduction of the femoral neck system (fns). This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: health effect - clinical code 2402 is used to capture device failure. H3, h4, h6: part 04.168.000s, lot 52p4631: manufacturing site: grenchen. Release to warehouse date: may 04, 2020. A manufacturing record evaluation was performed for the non-sterile part, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.